Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms.

Event description:
It was reported that their insulin pump had no delivery alarm repeatedly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.